Event description:
It was reported that this pacemaker system stored inappropriate atrial tachy response episodes due to atrial oversensing. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.